Event description:
Per the fax from (B)(6), a rn, the brake is broke. No additional information was given. A model number nor serial number was given.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.